Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Device return status/ follow up. Attempts have been made to retrieve the device. To date the device has not been returned. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came loose from the suture. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 10/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary ==> three dispensed needle/suture combinations of product code mcp304 was returned to ethicon inc for analysis. The winding former, paper lid and foil were not received. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The suture was received dispensed and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. The product code mcp304 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. A functional test was performed, and the pull force result was above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.